Event description:
It was reported that a patient was admitted to the hospital due to increased shortness of breath. The hospital ended up finding out the pump was only giving half the dose. The pump is only delivering half of the expected volume. The patient stated she is doing better, but another reason for the worsening in shortness of breath might have been because she is not as compliant as she should be with her doses. Subcutaneous remunity specialty pharmacy fills patient. Photographs were not provided. This is a continuous life sustaining infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The reported product fault did occur while in use with the patient. The product issue did cause or contribute to patient or clinical injury. Medical intervention was provided. The pump was replaced and the patient has a backup product that they were able to switch to and was able to successfully continue the life sustaining therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number, catalog number) is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: additional information d5, h6 this MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected e4.